Manufacturer narrative:
(B)(4). Batch # t5dj4e. Additional information was requested, and the following was obtained: what healthcare professional fired the device and what is his/her experience with the device? The surgeon was fully trained and many years experience with the device. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Middle b. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Yes, wait for 15 sec. Was the device difficult to close? No. Was the device difficult to fire? Normal to fire. Did the healthcare professional receive audible & tactile feedback when firing the device? Was a complete transection of the cutting washer visually confirmed? Were there any staple formation issues identified? Some staples with irregular shape. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? No patient consequence. What is the current status of the patient? Leave from the hospital. Device analysis: the analysis results found that the ecs25a device arrived with no apparent damage. Only the anvil half washer was present and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. The event described could not be confirmed as no malformed staple was observed and the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
Oozing. It was reported that during the laparoscopic radical resection of right colon cancer surgery. During end-to-end anastomosis of the colon and ileum, the anastomosis site (mesenteric edge) was oozed, suture was used to stop oozing and donuts were examined intact. There was no patient consequence reported. No additional information can be provided.